Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the auto cal valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.